Manufacturer narrative:
Expiration date/manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device visual and microscopic evaluation revealed that the main coil was stretched and physically detached from the delivery wire. In addition, the proximal contact was bent, most likely, due to the handling of the device during use. During functional testing, the returned codman microcatheter inner diameter was measured as 0.022", which was above the recommended internal diameter. The target direction for use (dfu) states the following: "target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in], max. Internal diameter 0.48 mm [0.019 in])¿. It is likely, that larger inner diameter microcatheter may have caused the buckling of the main coil within the lumen of the microcatheter resulting in the as reported friction, consequent stretching and detachment of the coil. Information from the complaint indicated that the coil was in good condition prior to use and was prepared as per dfu. Therefore, based on the device analysis and information available, an assignable cause of use error has been assigned to this investigation.

Event description:
It was reported that when about 3 cm of the main coil was remaining to be advanced inside the aneurysm, the coil was repositioned; however, resistance was felt and the coil was stuck inside the aneurysm. While the physician was attempting to retrieve the coil, the proximal part of the coil stretched and it was mechanically detached inside the microcatheter. The physician removed the detached coil along with the microcatheter from the patient's body without clinical consequence to the patient.

Event description:
It was reported that when about 3cm of the main coil was remaining be advanced inside the aneurysm, the coil was repositioned; however, resistance was felt and the coil was stuck inside the aneurysm. While the physician was attempting to retrieve the coil, the proximal part of the coil stretched and it was mechanically detached inside the microcatheter. The physician removed the detached coil along with the microcatheter from the patient's body without clinical consequence to the patient.